Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf (stsf) catheter and the patient experienced pericardial effusion that required pericardial puncture. It was indicated that a pericardial effusion occurred after ablation and pericardial "punktion" was done. Additional information was received which indicated that the intervention provided was a pericardial punction. The force sensing ablation catheter used was stsf with radiofrequency delivered energy. The force visualization features used were graph, dashboard, and vector. Visitag module parameters for stability used were 3mm and 3s. Additional filters used with the visitag was 25% and 3g. Color options used prospectively were fti.

Manufacturer narrative:
Additional information was received. It was reported that the physician¿s opinion on the cause of this adverse event was that there was no specific event / action that could be linked to the incident. It was a complicated procedure with vein of marshall alcohol ablation and radiofrequency (rf) ablation in the coronary sinus (cs). No hints regarding malfunction of a johnson & johnson product. The outcome of the adverse event was that the patient fully recovered. No residual effects. The patient did not require extended hospitalization. The duration of the hospitalization is regarded as normal. The intervention was pericardial ¿punction¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).